Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported a radical 7 freezes after several hours of use. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. When powered on, the device shuts down within a few seconds and a 10 beep watchdog alarm is triggered. With this condition, the device was unable to operate for more than a few seconds, the alarm continues until the device was shut down. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed instrument board "u21" has failed causing the 10 beep error. Additional secondary findings noted that the device was received with the customer's battery disconnected and the device was received without an sd card. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.